Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 one used lf1637 ligasure device was received, and evaluation of the returned sample confirmed an issue with melted insulation. Visual inspection found the insulation had burn marks and the plastic was melted with missing pieces. Testing of the device found no issues with activation, and all seals were completed satisfactorily. The insulation damage found is consistent with activating the device while grasping a metal object within the jaws. The investigation found the cause of this issue to be due to misuse of the device. The instructions for use included with the product warns users to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. It also states that contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc...) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the hinge of the device was discolored and burnt. No patient injury resulted from issues with this device. Examination of the received device found the overmold plastic had melted, and a piece is missing. The customer reports that no piece of the device fell within the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.